Event description:
Tip of device broke off in patient during rotator cuff repair. Patient was x-rayed and broken tip was removed. Surgeon completed case with a different device. The surgery was delayed 45 minutes, but no adverse consequences were reported with the patient. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The device was not returned for evaluation and the customer's complaint could not be verified. The cause of this event can not be determined without device evaluation.